Event description:
On (B)(6) 2010, the pt was implanted with an ams monarc sling with the intention of treating the pt for stress urinary incontinence, rectocele, and cystocele. It was reported that the pt experienced pelvic pain and it was indicated that the mesh had ¿begun to erode through the vaginal wall.¿ the pt underwent a surgical revision of the exposed portion of the ams monarc sling on (B)(6) 2010. The pt¿s pelvic pain was indicated to have continued and the physician again removed ¿as much of the remaining mesh as was practicable on (B)(6) 2011.¿ it was reported that the pt has experienced mental and physical pain and has sustained permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.